Event description:
The customer contact reported unrestricted flow. The customer reported "the new clamps are not long enough to fit into the pump and they got a free flow. We had to send someone to jefferson hospital." No specific patient or event details were provided. Though requested, the customer declined to provide additional information including patient outcome.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter dated september 20, 2007. The information on reprocessing of the device was not received.